Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported baker grade iii.

Event description:
Healthcare professional reported "patient started with pain and numbness in the breasts, and when performing an ultrasound, contracture was observed," baker grade unknown. Affected side is left. Device remains implanted.

Manufacturer narrative:
Additional information for phone: (B)(6). Mobile: (B)(6). Additional information for postal code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "contracture was observed," baker grade unknown.